Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting determined an incomplete connection had occurred between the cassette line and the solution bag and this is a known cause of air in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the heater line of the cassette without an alarm, during the initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. During troubleshooting, it was determined the cause was due to an incomplete connection of the heater bag to the heater line of the cassette. The technical service representative reviewed proper procedures with the home patient and assisted the home patient in ending the therapy. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.